Event description:
Related manufacturer reference number: 2017865-2023-93337 it was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited undersensing and the right ventricular lead exhibited a high capture threshold. The atrial lead and right ventricular lead were explanted and replaced. The patient was in stable condition.